Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device had logged an event code in the memory which indicates a device failure that could result in the device freezing. The device reset to prevent this freeze. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and duplicated and verified the reported issue. Stryker installed new software to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device had logged an event code in the memory which indicates a device failure that could result in the device freezing. The device reset to prevent this freeze. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Section h11 of the initial medwatch report indicated: stryker evaluated the customer's device and duplicated and verified the reported issue. Stryker installed new software to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Section h11 of the initial medwatch report should have indicated: stryker evaluated the customer's device and duplicated and verified the reported issue. This error code is associated with a watchdog reset event. The watchdog reset is a well-established software error handling mechanism, used in various other technologies like automobiles. The goal is to serve as an intentional software safety mechanism to detect potential software anomalies and quickly return the device back to safe operating conditions without additional operator intervention to troubleshoot the issue. If a detected software anomaly occurs on the lifepak 35, the watchdog reset automatically initiates a "warm reboot" which will restart the device for no longer than 20 seconds while preserving the settings and mode that was last being used, minimizing interruption to the clinical workflow. Stryker installed new software as a precaution. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.